Manufacturer narrative:
Failure could be reproduced by performing fatigue test, applying a load of 350n on more than 181,000 cycles. The rupture is not observed with a load of 260n on more than 8 million cycles. In molar sector it is usually established that the endosseous dental implant systems must resist in fatigue at 200n threshold. Failure reported likely results from abnormal fatigue overload. Furthermore the practitioner has removed the implant while it does exist a rework kit to extract broken abutments and screws that could prevent to remove the implant. The practitioner has been informed on that point. Complaint file (B)(4) reviewed and reported further to our FDA inspection that took place from may 30 to june 2, 2016.

Event description:
Fixing screw and abutment broken after 4 years in molar sector (47 position). A piece of the fixing screw was blocked inside the implant. Ultimately the practitioner had to remove the implant.